Event description:
At 5 pm - 1000 cc jevity "ready to use" feeding solution was hung. The flexiflo pump was set at 100 cc/hr at 8:30 pm. Staff nurse heard pump alarm sounding. Upon entering resident's room, found enteral feeding bottle empty. Pump was still set at 100 cc/hr and alarm was sounding. "No flow" of formula.